Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted technical support (ts) to report a high drain volume in drain 0. Treatment data was reviewed and the iipv was confirmed. In drain 0, the patient¿s drain volume (dv) was reportedly 38,113ml. This dv is 1,520% of patient¿s largest fill volume (fv) during the treatment, 2507ml. The patient discontinued treatment during drain 3 of 3. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated it is his belief that the cycler¿s calculations were inaccurate. The pdrn confirmed the patient is trained on performing stat drains, as well as manual pd therapy if needed. The pdrn also confirmed the patient did not miss any treatments and was able to perform manual exchanges until the replacement cycler arrived. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2500ml, with a last fill of 2000ml. The patient also performs 2 daytime exchanges, of 2000ml each. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates under both catch posts. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.